Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had experienced high blood glucose (bg) levels of over 300 mg/dl due to pump alarms that stopped insulin delivery. A correction bolus was delivered to address the bg level. As the contact did not have the pump when tandem technical support was telephoned, troubleshooting was unable to be performed.